Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump failed to vibrate and when she checked the notification light was flashing on and off with a little beep. The stated that the screen came of with a medtronic sign, then another image came on with image of the insulin pump on the left side of the screen with an x on it right side of the screen had image of arrow with a book next to it and a question. The customer took the battery out, put it back in and nothing happened. Customer stated the display was not blank less than 30 seconds and did not return. Customer stated the contacts on the battery cap were neither missing nor damaged. Customer stated battery compartment was neither damaged nor corroded. Customer stated the spring was neither damaged nor corroded. The display did not return after restart. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.